Event description:
It was reported that about a year prior to the report, the patient started having pain at the implantable neurostimulator (ins) site that eventually "travelled down." The pain was noted to have started right after implant. It was indicated that the pain was constant and was present whether stimulation was on or off. On some days, the patient couldn't walk. Many tests had been done, but the source of the pain could not be determined. Otherwise, the patient's therapy was working well for her bladder. The reporter indicated that the patient wanted to know if her device could cause nerve damage at the device location. The patient was going to try to schedule an appointment with her healthcare provider (hcp) to have her device checked by a medtronic representative. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v590703, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).